Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 409mg/dl. It was stated that the customer was experiencing unexplained high glucose for several months. Troubleshooting was performed. The programming, time, and date were correct. It was stated that the customer changes the infusion set to resolve the issue. Ran a fixed prime and high pressure test and they passed. It was stated that the customer was receiving no delivery alarms, and the infusion set tubing was crimped right at the p-cap. The caller requested a replacement of the insulin pump. No further information was provided.